Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with inflammation in right eye. A brief description of the event says that patient presented with pain, redness and blurry vision and that an ulcer was present in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient mentioned was doing great until (B)(6) 2016. A flap lift and rinse was performed. Patient reported symptoms are not interfering with daily activities and patient symptoms resolved on (B)(6) 2016.